Event description:
According to the reporter, after surgical excision of a small skin lesion on the patient's left forearm, the dermatologist used a synthetic absorbable surgical suture for intradermal closure, but the suture broke repeatedly despite multiple attempts. The suture was changed to a different absorbable suture. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.